Event description:
The clinician reports the implant was inserted (B)(6) 2026 in ada 13. On (B)(6) 2026, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.